Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had set up the pump to deliver feeding overnight. They stated that in the morning the feeding hadn't infused at all, that it sounded like it was running, but nothing was delivering. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. [(B)(4)].